Event description:
It was reported to philips that the device displays a red 'x' in the rfu indicator. The device failed the battery portion of the operational check. It was reported that the alleged failure was observed while the device was in use on a patient. However, no adverse patient impact was reported.